Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that mobile view station (mvs) uninterruptible power supply (ups) was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during procedure, when the mobile view station (mvs) of the imaging system was turned on, an error was displayed stating an intel driver prevented the system from shutting down. Once it is fully loaded, an error message "error, critical battery warning" was displayed. The procedure was completed with the use of imaging. No information was provided on delay to procedure and patient outcome.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
Correction: please refer to MDR 1723170-2018-01395 supplemental reports 1 and 2 for additional information for the reported issue.